Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was not getting good therapy on one of the leads. The health care professional (hcp) did a revision and implanted a new lead. The hcp left the old lead abandoned in the patient. The patient was getting good therapy after the surgery.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Additional information clarified that the lead ((B)(4)) was not involved in this event. (B)(4).

Event description:
Additional information was received from the manufacturer representative reporting that it was unknown when the patient started not receiving good therapy but it was shortly after the implant. The lead had migrated downward. The lead was not explanted but left in the patient. The migration was discovered through patient follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.